Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-34 (serial: (B)(6); product type: 0195-heart valves; implant date n/a; explant date n/a h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, during the initial deployment attempt at 80%, the valve was recaptured due to the positioning being too high and the valve had dislodged. A second deployment attempt was performed, but at 80% deployment the valve appeared constrained and an infold in the valve frame was noted at a target implant depth of 4 millimeter¿s (mm). Consequently, the system was withdrawn, and a new valve was loaded into a new delivery catheter system. Prior to the second system being implanted, a pre-dilation was performed with a 22mm non-medtronic (true) balloon. The second valve was successfully implanted at a depth of 4-5mm without any recaptures. A temporary pacing lead was placed in the neck due to a prolonged p-r interval of 262. Post-procedure, the patient experienced a stroke, resulting in right-sided paralysis and prolonged hospitalization. A magnetic resonance imaging (MRI) was conducted, and dual antiplatelet therapy (dapt) was administered. The patient was sent to rehabilitation. It was noted that a procedural delay of 15 minutes occurred. Per the physician, the 34 mm valve was 28% over-sized, which contributed to the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the initial valve was deployed over a non-medtronic guidewire with a deployment starting point at the bottom of the pigtail catheter. Upon 80% deployment, the implant depth was 1 mm on the non-coronary cusp and 3 mm on the left coronary cusp, but the valve dislodged towards the aorta. Per the physician, the stroke was related to the procedure and the patient's calcified anatomy, and the ischemia did not resolve.